Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the lead was capped due to unknown product performance issue.

Manufacturer narrative:
It was reported on (B)(6) 2019 that this lead had noise leading to inhibition. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.